Manufacturer narrative:
(B)(4). Date sent: 4/16/2018. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure the device deployed malformed staples that did not form the complete "b" shape. The surgeon clipped over the malformed staple line to secure it. Procedure was completed with the same stapler and a new reload. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r5733e. Investigation summary: gst60d reload was returned with tissue sample. Reload was fully fired with all drivers present. One driver was noted to be out of place and damaged. Damaged to the pocket was noted as well. The reload was not reset and the pan was attached. No testing could be performed due to the condition of the reload. It is possible that the driver fell out of position and was damaged when fired, causing the damaged to the pocket. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.